Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure. Patient's mother reported the pod was worn between 4 and 24 hours, and was removed due to patient experiencing pain.

Manufacturer narrative:
Device received with the hard cannula bent and piercing through the exposed portion of the soft cannula. Blood was also noted on the adhesive pad and in cannula window. Data downloaded from the device indicates an 0x68 occlusion alarm occurred during the run. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. The formed needle was also found to be indented at the beginning of the bend, where it would normally sit horizontally in the slide retract. Excess plastic noted on the horizontal inlet of the slide retract.